Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief and the pump was subsequently explanted. There was no pump malfunction.